Event description:
The customer reported that on initial incoming inspection, this device would only charge up to and including 30 joules of energy. The device would not charge to anything above 30 joules. There was no pt involvement.